Manufacturer narrative:
The investigation determined that lower than expected vitros bun results were obtained when processing five different patient samples and non-vitros biorad quality control fluids using a vitros uric slide cartridge that was mis-identified as a vitros bun slide cartridge on a vitros 5600 integrated system. The root cause of this event is user error while manually loading a vitros slide cartridge. The vitros 5600 integrated system software was operating as expected. Email address for contact office above is (B)(4).

Event description:
The customer reported lower than expected vitros bun results obtained from non-vitros biorad quality control fluids and five different patient samples tested on a vitros 5600 integrated system. While investigating the issue, it was determined that the vitros bun results were obtained from a vitros uric slide cartridge that was mis-identified as a vitros bun slide cartridge. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros bun patient sample results initially obtained from the mis-identified vitros uric slide cartridge were reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported results. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).